Manufacturer narrative:
Reference manufacturer report number: 1221359-2021-00014. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m126450 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m126450, test base part number 190-430 / lot: m126450. The lot met the required release specifications. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients. This MFR. Report addresses patient 1 of 2. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2020 on a nasopharyngeal improve (bd) swab. The nasopharyngeal sample was used per the product insert instructions. Repeat testing was not performed. Confirmation testing on nasopharyngeal swab performed with abbott alinity m rt pcr generated negative results. CT values were not provided. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.